Event description:
Caller reported a malfunction alarm identified as alarm 01. There was no adverse impact to the customer's blood glucose level, as the readings did not exceed 500 mg/dl or indicate ¿high¿ on the cgm. The customer was able to continue using insulin therapy by loading a new cartridge after following instructions from technical support, which resolved the issue successfully.